Event description:
It was reported that post a stenting treatment procedure subacute thrombosis occurred. Using an unknown guide wire, the physician implanted a 2.25 x 32mm ion stent in the left circumflex. The stent did not appear to be fully apposed at the proximal edge. While preparing to postdilate the unknown guide wire came out. The physician tried to advance a non-bsc guide wire to lesion, however after trying to advance it for ten minutes was unsuccessful. The physician then advanced a chioce pt guide wire, followed by a non-compliant balloon catheter but the balloon catheter was also unable to cross the lesion. The physician then noted that the wire was going through a stent strut so the vessel was rewired. However, the physician again noted that the wire was going through a stent strut. All of the devices were removed and the procedure was ended. The patient was prescribed plavix. Four days later the patient presented with thrombosis and expired before treatment could be given. The patient was non-compliant with the plavix.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).